Event description:
It was reported that the autopulse sys generated user advisory 2 and user advisory 45 errors and stopped compression. No adverse event reported.

Manufacturer narrative:
Reported complaint of "autopulse system generated user advisory 2 and user advisory 45 errors ans stopped compression" was not verified when known good batteries were used. Archive data revealed the device stopped compression due to low power battery(ies). Ua 2 (compression tracking error) might have also resulted from low power battery(ies). Probable cause for ua 45 (not at "home" position after power-on/restart) might be the lifeband clip was removed when the shaft was not at the home position, during device operation the user lifted the band quickly on one side, or if the lifeband was not fully extended when the user was pulling up on it. Two batteries (serial #s (B)(4)) failed testing in the charger, and power levels could not be recorded. Battery serial number (B)(4) resulted in a low power reading. These batteries were mfg in 2008 and as indicated in product labeling, may have gone through their useful life. Based on these test results, the most likely cause for the reported event is that the batteries were old. No adverse event reported. (B)(4).